Event description:
Reportedly, the subject cpr3 programming head will not initialize, resulting in the inability to interrogate devices. This initialization issue can be intermittent.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject cpr3 programming head will not initialize, resulting in the inability to interrogate devices. This initialization issue can be intermittent.

Manufacturer narrative:
Preliminary analysis confirmed that no issue occurred with the associated programmer.

Event description:
Reportedly, the subject cpr3 programming head will not initialize, resulting in the inability to interrogate devices. This initialization issue can be intermittent.